Manufacturer narrative:
The batch record was reviewed and no issues relating to the event were noted. The involved product met manufacturer specifications at the time of release. Per the cidex¿ opa test strips instructions for use (IFU): ¿always note the date the bottle was opened and the ¿do not use after¿ date in the space provided on the bottle.¿ asp will continue to follow up regarding this event. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by advanced sterilization products, or its employees that the report constitutes an admission that the product, advanced sterilization products, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event where expired cidex¿ opa test strips were used to verify the minimum effective concentration (mec) for the cidex¿ opa solution, and two affected probes were released and used on patients. There was no report of infection, injury or harm to the patients associated with this issue. Although no prior incidents have resulted in serious injury, asp has decided to report all incidents where high-level disinfection cannot be assured and the device was released and used on a patient without reprocessing.

Manufacturer narrative:
The customer provided additional information that the use of expired cidex¿ opa test strip was due to the technician not paying attention. The customer confirmed it was user error and that no issues with the label and no damage to the cidex¿ opa test strips bottle were observed. An asp representative visited the customer facility to review the cidex¿ opa procedure and provided onsite retraining. Asp investigation summary: the investigation included a review of the batch record, trending analysis by lot number, and system risk analysis (sra). ¿ trending analysis by lot number for the cidex¿ opa test strips was reviewed for the prior six months from the event date, and no significant trend was observed. ¿ review of risk documentation shows the risk for exposure to biohazardous, pathogenic, or infectious material to be "low." The expired cidex¿ opa test strips have been discarded and not available for evaluation. In addition, use error has been identified for this event; therefore, no further product evaluation or supplier investigation was completed. The most likely assignable cause for this event can be attributed to user error in not following the cidex® opa test strips instructions for use, which states to always note the date the bottle was opened and the ¿do not use after¿ date in the space provided on the bottle. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).